Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 6 pm, the patient¿s cgm was reading 70 mg/dl, decreased to 40 mg/dl and then to low mg/dl. No bg meter comparison value was taken at this time. The patient felt lightheaded, woozy, and dizzy. Ems was called and when they arrived around 6:45 pm, the patient¿s bg meter reading ranged from 218-289 mg/dl while the cgm was still reading low mg/dl. Despite the patient¿s high bg meter readings, the patient was treated with IV glucose based on the patient¿s cgm value. The patient was then transported to the ER. At the ER, the patient¿s bg meter reading was 317 mg/dl while the cgm was still reading low mg/dl. The patient¿s sensor was replaced. The patient¿s new sensor read around 200 mg/dl. The patient was still being treated with IV glucose (despite being contradictory for a bg meter reading of 317 mg/dl) and oral sodium phosphate. The patient was discharged after approximately three hours the patient was ¿fine¿ and his symptoms had resolved by the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.